Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that IV pump rang air in line 3 times and upon inspection of tubing, IV fluid came out of the port above the pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20045952 was performed. The search showed that a total of 7683 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the air in line alarm sounded three times with the as lvp 20d low sorb 2ss 0.2m cv, and it leaked IV fluid after untangling it. The following information was provided by the initial reporter: "IV pump ringing air in line 3 times. When I went to investigate I pulled the tubing out from behind the IV pole and pumps. It had been somewhat tangled behind the pole and pumps. When I pulled it around to the front of the pump IV fluid came out of the port above the pump."

Event description:
It was reported that the air in line alarm sounded three times with the as lvp 20d low sorb 2ss 0.2m cv, and it leaked IV fluid after untangling it. The following information was provided by the initial reporter: "IV pump ringing air in line 3 times. When I went to investigate I pulled the tubing out from behind the IV pole and pumps. It had been somewhat tangled behind the pole and pumps. When I pulled it around to the front of the pump IV fluid came out of the port above the pump."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that IV pump rang air in line 3 times and upon inspection of tubing, IV fluid came out of the port above the pump could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269, lot number 20045952 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.